Event description:
The patient underwent a cardiac procedure and was closed successfully on the event date. The patient returned 5 days later with evidence of ischemia and no detectable pulse in the leg. Seven days later it was determined that a thrombus was present, and the patient was taken to surgery where an ilio-femoral bypass was performed. The patient recovered without incident.